Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 30, 2017: litigation received. Litigation alleges liner in the hip socket had moved, pain, swelling, inflammation, damage to surrounding bone and tissue, and partial lack of mobility. No part and lot information provided.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup . After review of medical record, the patient was revised to address left hip arthroplasty mechanical loosening. Revision notes reported that a clear serosanguinous thin fluid was observed. The cup was then removed with a minimum of bone loss. Due to the necrotic and metal debris damaged bone stock, surgeon treated this more as a chronic discontinuity than an acute. Updated product and lot number of cup. Added patient date of birth. Corrected patient identifier. Added medical history.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.